Event description:
Revision surgery 14 months after primary due to pt's anterior knee pain. During surgery the tibial baseplate was found stable and so it was kept in place; the insert was removed to perform a wash out of the joint, and to properly assess the stability of the tibia. A resurfacing patella was implanted because the patella was considered the origin of the pain. No infection found. Please refer MFR report # 3005180920-2013-00186.